Event description:
It was reported that the power cord on the 9800 system was damaged and the x-ray tube cover was cracked. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord and tube cover were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.